Event description:
During a tubal ligation, the instrument graspers gave way when the fallopian tube was being drawn into the instrument which then caused the fallopian tube to be transected. The surgeon cauterized the tube and used another instrument from the same box with the same result. (See medwatch #2183680-2012-00032 for the first device). Used a competitors product to finish the case. No other issues occurred.

Manufacturer narrative:
Two devices returned for evaluation, both were from the same lot, used in the same case, it is not known which one lead to the pt's injury. Each of the devices were returned with one ring band still on the applicator. Each device was inspected and found to be similar. Each device was dimensionally inspected and functionally tested. Both device worked as designed. Based on the evaluation there is no indication that the devices lead to the pt's injury. A review of the device build records does not indicate any discrepancies with the MFR of the lot. We will monitor the complaint database for further occurrences.